Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 5.8, lab: 1.3. Testing was done on the same day but the time between testing is unk. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation: per complaint, time of testing between inratio and ref is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Discrepant results (accuracy) comparison of inratio test with lab result provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.8, ref: 1.3, mean: 3.55, confidence limits: (2.0-5.0). The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint is expected for return. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client's data from inratio and ref method revealed that test results did not meet accuracy criteria. Timing between tests was not know. Customer's normal donor same test resulted within range. No strip lot info was available and no product was expected to be returned, further investigation could not be performed. Root cause could not be determined. No corrective action required at this time as no product deficiency was established.